Event description:
Information was received indicating that cadd medication cassette wouldn't work on either pump which was alarming "no disposable" with about 63 ml left in cassette. Per reporter, a new cassette was made up and pump is now working. No adverse patient effects were reported. Per reporter, no further details were provided.

Manufacturer narrative:
Additional contact information: (B)(6).